Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sacral colpopexy in (B)(6) 2014 to treat prolapse and mesh was implanted. Post-operatively, the patient developed a horrible rash which has been treated with steroids since (B)(6) 2014. The patient has been allergy tested for numerous substances. Additional information has been requested.